Event description:
It was reported that pump displayed a cartridge change error, and inspection showed damaged cartridge o-ring and loose o-ring and debris in pump pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed damaged o-ring, cleaned pneumatic tap area with appropriate materials, filled and attached new cartridge, ensured it was fully snapped into place, completed on-screen loading steps, and successfully resumed insulin delivery.